Event description:
On (B)(6) 2012: customer confirms to product monitoring via phone that they have experienced four (4) blown vein incidents. Due to the increased number of incidents they requested the injector to be evaluated. This record documents incident 2 of 4. Product monitoring has made multiple attempts to obtain information regarding date of incident, patient condition and outcome. Facility has not provided requested information.

Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.